Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool smarttouch sf catheter and vizigo sheath. The patient experienced a pericardial effusion that required a pericardiocentesis. Patient had a pericardial effusion from the right ventricle seen on the ultrasound. The medical intervention provided was a pericardiocentesis. The patient was stable. The therapeutic device used was a thermocool smarttouch sf catheter. The physician did not think that the thermocool smarttouch sf catheter was the problem. He thought it was the transseptal access that was the problem. The physician used a vizigo sheath. Additional information was received. Ablation was performed prior to noting the pericardial effusion. Ablation was performed in the left ventricle. The adverse event was discovered during use of biosense webster products. There was no evidence of steam pop. There were no error messages observed on biosense webster equipment during the procedure. The adverse event was assessed as MDR reportable under both the thermocool smarttouch sf catheter and vizigo sheath.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4. Catalog: unk_smart touch unidirectional sf. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).